Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They set the alarm settings on the insulin pump to vibrate and they ran a self-test but the insulin pump did not vibrate. The insulin pump also had a time clock anomaly. The insulin pump was losing time. It lost 5 minutes of time. The loss was not greater than 9 minutes within 30 days. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump programmed with the current time/date, monitored for a week and the time/date functioning properly. No time clock anomaly noted. Pump was monitored and tested with no low battery alert and audio/vibrate anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.